Manufacturer narrative:
The product was returned for analysis. The pump was returned for review and did not show any signs of damage or biomaterial ingestion. The data logs show frequent suction throughout the case. The clinical states the leg ischemia was caused by the patient's hit + and unrelated to impella. The most likely root cause of the suspected hemolysis was patient condition of low lv volume. The renal failure was determined to have unknown/unrelated relation to impella. The infection was determined to be unknown/unrelated to impella. The impella device was confirmed to have been sterilized under validated conditions. The product was released with a completed and reviewed device history record under the abiomed quality system. Abiomed will continue to monitor these types of events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided indicating renal failure occurred. As a result, chdf was performed. Subsequently, infection at the access site was noted for which antibacterial agents were administered.

Manufacturer narrative:
The impella cp was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a male patient, unknown age had impella cp pump inserted in the right femoral for myocarditis. The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that the patient developed limb ischemia dueto thrombus, hemolysis (haptoglobin was administered four times) and diagnosed with heparin-induced thrombocytopenia (hit) after removal of impella. No further information was provided.